Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the hiwire nitinol hydrophilic wire guide's the coating was noted to be peeled off when the package was opened prior to an unspecified procedure. The user checked the package's appearance before removing the device and confirmed the package was intact. The wire guide coating was not activated prior to removing the wire guide from its holder. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d3, d9, g1. Investigation ¿ evaluation: it was reported the hiwire nitinol hydrophilic wire guide's the coating was noted to be peeled off when the package was opened prior to an unspecified procedure. The device did not make patient contact. Before removing the product, the packaging was in good condition, and when the package was opened, the coating of the guidewire was peeled. A new guidewire was used to complete the operation. The wire guide coating was not activated prior to removing the wire guide from its holder. The patient did not experience any adverse effects due to this occurrence. The customer returned both the complaint wire guide and the wire guide that was used to complete the procedure. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. The wire guide is assembled and packaged by a supplier to cook who carried out an investigation as well as cook. A review of the device history record for the complaint lot by cook and the supplier found no related anomalies. A database search carried out by cook found no other related complaints have been reported for the complaint device lot. A review of manufacturing procedures by the supplier found multiple inspections to be in place to assure the integrity of the wire guide prior to shipment. Two hiwire nitinol hydrophilic wire guide were returned in opened packaging for investigation. The customer returned both the complaint wire guide and the wire guide that was used to complete the procedure. One of the wire guides appeared to only have minor damage to the coating which was likely caused by the manner in which the device was returned (the wire guides were returned wrapped around each other). This wire guide was assumed to be the device used to complete the procedure which had no alleged defect. The other returned complaint device was reviewed by the supplier who noted the wire guide presented skived/cut damage in a proximal to distal orientation located at 4cm from the distal tip, exposing the metallic core wire. The supplier indicated the nature of this damage is representative of attempting to remove the wire guide from the dispenser hoop without proper hydration. The wire guide was supplied with instructions for use, which includes the following: 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. It was reported the wire guide coating was not activated prior to removing the wire guide from its holder. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded a cause for the complaint is likely not following the product instructions for use. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.